Event description:
Information was received, from a patient (pt). Who was implanted with an implantable neurostimulator (ins). The reason for call was the patient had an old battery that their doctor wanted to replace. The insurance company said they needed to run a test on the battery and that manufacturer had equipment to do that. Patient noted, it was taking longer and longer to charge and every time they went to charge it. A screen would come up saying to contact the ER. The issue had been going on for about 3 months. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.